Event description:
The patient reported being implanted today, and seeing a power of reset (por) message on the patient programmer when checking the settings of the device. Patient services reviewed that the por had to be cleared with the clinician programmer. No further information was provided at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.